Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that the patient experienced an occlusion issue with the infusion set, at site and patient faces symptoms within 3 or more hours after insertion. The site of insertion is upper buttocks. The patient changed supplies as necessary and resumed insulin therapy. No further information available.